Event description:
Child sustained head injury. Cold pack applied and leaked. Child ingested unknown quantity of contents. Child taken to ER and given activated charcoal. Child doing well at this time. Contacted ER to obtain catalog number and was informed that product has been discarded. Obtained catalog number from distributor who sold product to customer.